Event description:
Hcp reportd catheter migration from t10 to c5 on MRI with pt experiencing neurological symptoms of weakness in both arms and paresthesias in the extremities. No syrinx, mass or anatomic lesion was seen on MRI. The pt has a history of a spinal cord injury in 2001 at c5 level. The physician is tapering baclofen dose from 300 mcg/day and moving the catheter back down to t10.